Manufacturer narrative:
The different probe ((B)(4)) have been returned to sophysa on (B)(6) 2017 and the analysis is still in progress. Internal documentation shows that icp probe has been manufactured in accordance with quality requirements. Further investigation will allow to know the cause of the appearance of this incident.

Event description:
Impossibility of monitoring pic for several times: potential incorrect display no pic value appears on the monitor despite the change of the monitor and icp catheters.

Event description:
Impossibility of icp (intracranial pressure) monitoring for several times: potential incorrect display. No icp value appears on the monitor despite the change of the monitor and icp catheters.

Manufacturer narrative:
According to sophysa in-house process, probes (B)(4) have been analyzed by the quality control laboratory. The traceability documents do not show any performance abnormality or any causality : product history and batch records were reviewed and documentation indicated that the products met release criteria. Probe ref. (B)(4) analysis: a visual inspection performed on the catheter (B)(4) shows that the catheter is clean, small blood marks are present on the tubing; due to normal use of the product. Then, the probe has been connected to icp monitor and a first air connection value displayed was "0 mmhg", confirming that the pressure value was conform to theoretical value. After catheter cleaning, tests in water columns were performed in order to simulate pressure values variations. The catheter responds normally to pressure changes and the measured values are conform with expected values. There is no assignable cause explaining difficulties encountered by the user. Our quality control department was unable to reproduce the problem of incorrect display observed by the user and thus the defect can not be confirmed. In conclusion, the first probe does meet its specifications. Probe ref. (B)(4) analysis: a visual inspection performed on the catheter (B)(4) shows that the catheter is clean and that it was not implanted in patient's skull. Then, the probe has been connected to icp monitor and the message « do zero sensor » appeared on icp monitor, confirming that the icp catheter has not been used. After catheter cleaning, tests in water columns were performed in order to simulate pressure values variations. The catheter responds normally to pressure changes and the measured values are conform with expected values. There is no assignable cause explaining difficulties encountered by the user. Our quality control department was unable to reproduce the problem of incorrect display observed by the user and thus the defect can not be confirmed. In conclusion, this probe does meet its specifications. Probe ref. (B)(4) analysis: a visual inspection performed on the catheter (B)(4) shows that the catheter is quite clean. Then, the probe has been connected to icp monitor and the first air connection value displayed was "3 mmhg", showing that the read pressure value was slightly above the theoretical value. After catheter cleaning, tests in water columns were performed in order to simulate pressure values variations. The catheter responds normally to pressure changes and the measured values are conform with expected values, taking into account the read pressure value offset. Considering that zero catheter has not been redone by quality control laboratory (already made by user and explaining the 3 mmhg drift), and considering that the catheter reacts normally to imposed pressure variations, we consider that the catheter is conform to its specification. There is no assignable cause explaining difficulties encountered by the user. Our quality control department was unable to reproduce the problem of incorrect display observed by the user and thus the defect can not be confirmed. Probe ref. (B)(4) analysis: a visual inspection performed on the catheter (B)(4) shows that the catheter is not clean, several blood marks are present on the tubing and on the catheter tip; due to normal use of the product. Additionally, a significant fold is visible on the catheter tubing. Then, the probe has been connected to icp monitor and the first air connection value displayed was "18 mmhg", showing that the read pressure value was significantly above the theoretical value (0 mmhg). After catheter cleaning, the icp probe showed a normal value : 0 mmhg. Then, tests in water columns were performed in order to simulate pressure values variations. The catheter responds to water pressure changes but the measured values are significantly different from expected values indicating a significant offset of measured pressure. After catheter removing from water column, a second visual analysis showed that the capsule is detached from the catheter tubing (at the glued area) explaining the ab normal pressure measurements. The capsule detachment explains the defect observed by the user. Several causes could be linked to a capsule detachment that remain unusual (excessive stress during implantation operations etc.). The returned catheter indicates that it has undergone several abnormal stresses. Particularly, the important fold present on the catheter shows that the catheter has been strongly tightened, which may explain the detachment of the capsule during removal of the catheter from the bolt.